Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices and stimulation was lost. Programmer displayed error message "cannot connect to generator. The generator is not responding." If unable to be recovered, surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.